Event description:
Information was received that during the removal process of the nail, utilizing a standard removal kit, only the female portion of the nail was able to be removed. The male portion remained inside the bone.

Manufacturer narrative:
No device was returned for evaluation as it remains in-situ. A root cause is unable to be determined at this time and no further investigation can be completed. A device history review (DHR) was not able to be performed due to the lack of information provided.